Event description:
Spontaneous call; patient trying to infuse today and all set up but when trying to run pump got code 31-turn pump off, call provider. She tried to restart pump and code returned. Pump needs to be replaced. Pt did miss a dose; no ae reported. Pump is available for return. Pt uses pump to infuse hyqvia 50 grams subcutaneously every 4 weeks. No further information known. Lot and expiration unknown. Reported to (B)(6) by pt/caregiver.